Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture pulling out of the vessel during needle plunger removal was not confirmed as analysis of the device detected the posterior needle tip remained attached to the suture, which was within the guide tube of the device indicating that the deployment sequence had not been followed correctly by eliminating needle plunger deployment to deploy the needles to capture the cuffs and permit suture retrieval. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of the common femoral artery using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture pulled out of the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.